Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs found no errors that has occurred in the device and performance testing found that the battery charged. The reported issue of the battery not charging was not confirmed. The device met all the functional tests specifications. The device was serviced, calibrated, tested and cleaned before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.